Event description:
Information received by medtronic indicated a high blood glucose level of more than 561 mg/dl which was treated by manual insulin injection. The customer was using the insulin pump within 48 hours of the reported adverse event, but not with automode. The customer was assisted with troubleshooting and it was found that the infusion set had air bubbles present in it, which was resolved by disconnecting and reconnecting the infusion set. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.